Event description:
Facility reported when initiating dialysis on a patient, patient care technician noticed that the 10ml syringe leaked blood around the plunger, when she pulled back to administer the patient's heparin. It leaked enough to get blood on the gloved hand that was holding the syringe.

Manufacturer narrative:
Since no samples are available for examination, we are unable to fully investigate this issue. It would be necessary to review the actual syringe to determine the origin of the failure and what contributed to it. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.025/mm) of units in relation to the total volume of syringes produced.